Manufacturer narrative:
The product is available for evaluation and testing; however, it has not been received to date. Additional information will be submitted within 30 days of receipt. See scanned page.

Event description:
When the stent delivery system (sds) was placed at the lesion and pressure was applied to the balloon, the balloon would not inflate. The patient was a male but his age was unknown. The target lesion was the mid right coronary artery (rca). The lesion was a de novo, heavily calcified and slightly tortuous. There was 90% stenosis. The product was properly inspected and prepped and no anomalies were noted prior to use. The lesion was pre-dilated with two balloons (2.25/10mm, 3.0/10mm: bp22). After pre-dilation the cypher (3.0/13mm) sds was advanced to the target lesion. Pressure was then applied to the balloon with an indeflator (everest), but the balloon would not inflate. There was no leakage of contrast noted under fluoroscopy. The saline to contrast ratio is unknown. The physician suspected the balloon to be ruptured, therefore, the sds was removed. Subsequently two bare-metal stents (driver and vision) were implanted. It is unknown if there was any resistance when inserting the balloon through the hemostatic valve, while advancing the sds through the vessel, or crossing the lesion with the sds. The procedure was safely finished. There was no patient injury reported.